Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the treatment and cause of peritonitis was unknown. The patient was not retrained. The patient recovered from this peritonitis event.additional follow up information.a review of all batch record documents for potentially associated lot numbers h12k07082, h12l07031, and h13a04047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The action taken with dianeal therapies were not reported. The patient experienced peritonitis. The patient was hospitalized for the event. The patient was discharged from the hospital and was recovering from this event.